Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the clip the device was difficult to remove. The device was removed by using both counter-traction and a forceful pull. Manual compression and a femostop were used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.